Manufacturer narrative:
Concomitant medical products: 4598-78 lead, implanted: (B)(6) 2015; 6935m55 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached early battery depletion due to a high left ventricular (lv) lead threshold since implant. The crt-d was explanted and replaced and the lv lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.